Manufacturer narrative:
(B)(4). No tests/laboratory data was available.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a coronary diagnostic procedure the wire separated into 2 pieces. Both pieces were accounted for after removal from the patient. No medical or surgical intervention was required to remove the device. No additional intervention was required. Wire was inspected during prep and no damage was observed. A new wire of same product was used and worked fine to complete the procedure. There was no patient impact. The manufacturer's representative (rep) indicated the wire broke just distally to the torque, midway down the wire. Only a portion of the wire was provided for device analysis. The facility discarded the rest. Visual and microscopic inspections were performed on the returned device. Approximately 650mm of the proximal end of the wire was returned. The wire had broken along the hypotube. There was a kink at the proximal hypotube joint at 49mm from the proximal end of the wire as well as bends along the hypotube. There was also scuffing of the blue ptfe coating along the last 50mm of the distal end of the hypotube. The torque device was also secured on the wire at the distal end and was covered in blood. There was a break in the hypotube of the wire and only the proximal end of the device was returned. As reported, it is likely that the damage to the wire occurred during the procedure. The probable cause of the observed damaged was mechanical strain during the procedure, as evidenced by bends along the returned portion of hypotube. However, we were unable to conclusively determine how the device broke. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.